Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter alleged the battery compartment was cracked, and could not secure the cap to the pump. The reporter alleged a blood glucose fluctuation from 50 mg/dl to 351 mg/dl with no other symptoms of either hyperglycemia or hypoglycemia being reported. This incident does not meet animas's definition of an adverse event. Customer support has made several attempts to contact the reporter in follow up; however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jul-2018 with the following findings: a review of the basal history showed a zero unit per hour active basal program leading to a basal delivery interruption. The total daily dose history appeared to be inaccurate due the 36 hour basal delivery interruption. The ez-prime steps were performed correctly. The pump reflected 24 units after a 24 hour duration test. The product performed within specifications. The delivery accuracy testing passed. The allegation of an inaccurate delivery issue was unable to be duplicated.